Event description:
It was reported that a spectrum infusion pump displaying persistent upstream occlusion alarms and was particularly observed with the secondary infusion of ancef 2mg during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.